Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -06.50/+1.5/091 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was explanted later that same day due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.